Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.